Event description:
The manufacturer received information alleging a ventilation inoperative alarm had occurred on a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified for this reported issue. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted an error code, maximum boots (e-018), was observed on the device's error log. The manufacturer's service technician evaluated and determined the printed circuit assembly (pca) board needs replacing on the device. In conclusion, the device's pca board needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, there were additional error codes, circuit mismatch (e-094), was observed on the device's error log. The manufacturer's service technician alleged that it was caused by user selection setting on ventilator or patient circuit selection, which was unrelated to the reportable issue. Another error code, efs mismatch technical (e-244), was observed on the device's error log. The manufacturer's service technician alleged that it was caused by the configuration of ventilator before use, which was unrelated to the reportable issue. Another third error, efs mismatch debug (e-0374), was observed on the device. The manufacturer's service technician evaluated and alleged that it was caused by a setting of ventilator, which was unrelated to the reportable issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.